Event description:
Related MFR report: 1627487-2019-10902.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-10902. It was reported the patient experienced loss of stimulation therapy due to lead breakage. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 1627487-2019-10902. Follow up information received identified the patient's drg system was removed.